Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was educated that insulin on board and maximum hourly dose reset to zero when pump turned off or was reset, confirmed ability to resume insulin, and was informed that battery use of 15¿35 percent per day was considered normal, which customer understood and acknowledged.